Manufacturer narrative:
Per the clinic, a skin flap revision was performed under a general anaesthetic on (B)(6) 2019 during an abutment change. This report is submitted on may 4, 2020.

Event description:
Per the clinic, a skin flap revision was performed under a general anaesthetic on (B)(6) 2019 during an abutment change.

Manufacturer narrative:
This report is submitted on september 19, 2019.

Event description:
Per the clinic, it was reported that there was a tip foldover with the device during initial implantation performed on (B)(6) 2019. The patient was taken back into the operating room on (B)(6) 2019, in order to explant the device. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted october 29, 2019. - attachment: [155105 device analysis report.reg.pdf].